Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: lightheaded, tired, headaches, dizzy. A pt reported they were unabel to test on the meter. Their meter allegedly had no power. Customer replaced battery. Still no power. The result on their meter was unable to test. A result of 80mg/dl is documented (unclear if done on the same meter and when) no comparison. Not treated.